Event description:
It was reported that the user experienced fluctuating blood glucose with episodes of high and low readings and stated they would perform a supply change before ending the call. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information about a device problem, no findings available, and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.